Event description:
The hosp reported that during preparation for an saphenous vein harvesting procedure, the scope has image problems. A replacement unit was used to complete the procedure. The hosp did not report any patient complications. In july 13, 2006 scholly investigation indicated that the image was dark. This is a reportable malfunction.

Manufacturer narrative:
Investigation results: scholly assessment received on 7/13/06, indicates that the tube is bent and the weld joint is broken. Illumination fibers are broken at the weld joint causing a dark image. This is a result from mishandling of the scope.